Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 353.6650. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8120 error 353.6650. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Replace linear sensor assy. 2. Replace logic board. 3. Return to factory. Recommended replace linear sensor assy. If linear sensor assy. Does not fix the problem, yasser will send unit in for flat fee repair. The device was received for investigation. Based on the findings, the linear sensor was replaced. A review of the device history record showed the device had a manufacture date of 10dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15424361 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn 15424361 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 353.6650. A review of the device history record showed the device had a manufacture date of 10dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 353.6650. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 353.6650. There was no patient involvement.